Event description:
User facility reported a physician attempted a novasure procedure and was unable to seat the device. The physician did a laparoscopy and visualized a uterine perforation on each side of the uterus. The pt was discharged home following the laparoscopy. In 2008, the physician's nurse reported that the perforation was repaired with floseal (hemostatic matrix) during the laparoscopy and the pt is currently doing fine.

Manufacturer narrative:
The lot/serial number was not provided; therefore, an investigation or review of the device history record for this device was unable to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed.